Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified no visual anomalies related to the reported event. Functional testing found that the device would not work properly when connected to the returned battery back, but functioned properly when connected to the lab battery pack. The returned battery pack was opened and found that the number 1 battery terminal was corroded. The terminal was cleaned and the battery was replaced with a new battery; the device still did not function. The first four batteries were measured and found to be depleted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the pulsavac is not working. The event did not occur during surgery and there was no patient involvement. The opened and followed-up for instructions for use, step switch-on it was found that the product pulsavac did not respond. Product was inspected before surgery. During the investigation, it was discovered that the battery was corroded. There was no adverse event reported as a result of this malfunction.